Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier repeatedly failed to fully close (¿lock¿) clips around tissue. The instrument was able to grasp and position the clips as intended; however, when the jaws were closed, the clips did not fully close and remained open after the forceps were reopened. The reporter noted the forceps appeared not to close sufficiently to lock the clips. The same clips were subsequently applied successfully using a manual clip applier. It is unknown whether any fragment/clips fell into or were retained in the patient, or whether any additional intervention was required. It was unknown if any post-operative tests were performed. The procedure was completed with no reported injury and a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter however, the customer could not provide the specific date or details of this incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.